Manufacturer narrative:
Device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on the electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the insulin pump had partial display screen. The blood glucose was 132 mg/dl at the time of the incident. Troubleshooting steps were guided for partial display screen. Customer reported that, the display was solid white. Customer reported that, the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer reported that the insulin pump was dropped and cracked. Customer advised to replace and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.